Event description:
A patient with a pleural effusion had a chest tube placed and the drainage appeared to be similar to the lipids infusing through the intracardiac broviac. The patient then received blood and as it was administered, it was observed exiting via the chest tube. The broviac was removed by the surgeon due to extravasation. Awaiting response from MFR.